Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-03216. It was reported the patient had not used his scs system for a year as well as the system did not provide effective pain relief to the patient's satisfaction. As a result, the patient elected to have his entire system explanted on (B)(6) 2017.